Manufacturer narrative:
(B)(4). Batch # unknown. (B)(4). Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.  Additional information was requested, and the following was received: what were the indications for surgery? Unknown. Did the patient receive any preoperative chemotherapy or radiation? Unknown. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Dr. (B)(6) fired the circular stapler. It was his first time using the device. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Green. Check on circular stapler. Dr. (B)(6) checked donuts, anastomosis and performed multiple air leak tests. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 full 360 revolutions. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? If so, please describe. Yes, dr. (B)(6) inspected the donuts and said they look good. Were there any issues noted with staple formation? If so, please describe the shape and location. No. Was a leak test performed? If so, what type and what was the result? Yes, dr. (B)(6) performed 3 leak tests. Was the staple line visualized endoscopically during the initial surgical procedure? No, after the first leak test, dr. (B)(6) did go down below and checked the anastomosis and said it looked good. How many days postoperative did the leak occur? 5 days. How was the leak identified? Unknown. What was observed at the site of the leak upon reoperation? According to dr. (B)(6), at day 5 post opt, ¿50% of the staple line had broke down¿. How was the leak addressed? Colostomy bag. Is the colostomy temporary or permanent? Temporary. What is the current patient status? Unknown. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that post op to a deep pelvic colon-rectum resection with cdh29p the patient had revision surgery and the surgeon repaired the anastomosis and put in a colostomy bag.